Event description:
At the end of the needle biopsy procedure of the right breast, it was noted on fluoroscopy that the end of the needle biopsy device was deformed (bent). At this point the procedure was completed. The radiologist removed the device with no harm to the patient.======================manufacturer response for biopsy needle, atec breast biopsy needle (per site reporter)======================manufacturer and radiology staff have no idea how the bending of the biopsy needle tip could have happened. They have never seen this happening before.